Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2017 a patient underwent treatment of a completely occluded stenotic lesion of the left superficial femoral artery. Access was obtained from the right groin in an up and over the aortic bifurcation approach. A .014 wire was used with a 6fr sheath. A gore® tigris® vascular stent was advanced to the target lesion. Deployment was initiated, with device expansion approximately 75%, however the device expansion ceased when the deployment wheel became difficult to crank. Eventually the catheter was cut in attempts to find the deployment line. The partially deployed stentgraft was re-sheathed and removed from the patient. Some intimal damage was suspected during removal. A non-gore device was utilized to complete the procedure.

Manufacturer narrative:
The engineering evaluation stated the device was kinked at multiple locations along the catheter. The catheter had been severed proximally and was returned within a 6fr introducer sheath. The 6fr introducer sheath had been pulled over the partially deployed tigris stent. Approximately one row of the tigris stent was visible outside of the distal end of the introducer sheath. A second introducer sheath (7fr) and a guidewire were also returned to gore unattached to the tigris device. The 6fr introducer sheath was destructively disassembled in order to evaluate the tigris device. The tigris stent was found partially uncovered by the constraining sleeve. Approximately 74mm of the stent was uncovered. Upon disassembly of the handle, the inner shaft was severed into two segments within the handle, with one severance located at the pulley and the second located within the lock slider. The tear tube (deployment line) was severed and wrapped around the thumbwheel. The remainder of the tear tube and inner shaft was recovered within the body of the outer sheath (catheter). The proximal end of the outer sheath was separated from the strain relief and was not returned with the device. The gore® tigris® vascular stent instructions for use (IFU) states, ensure the guidewire is 0.035¿ (0.889mm).